Manufacturer narrative:
(B)(4).

Event description:
It was reported that at implant the physician opened the package and found the lead to be bent. A different lead was used to complete the procedure. The pt was okay.